Event description:
"[Summary] incomplete paralysis on right leg and complete paralysis on left leg right after tevar. [Description / sequence of events] (B)(6) 2017: tevar was performed for the patient who has a history of abdominal artificial blood vessel replacement. Bypass surgery of the left common carotid artery (lcca) to the left subclavian artery (lsca) was performed first. Relayplus was then inserted from conduit (diameter 10mm) which was anastomosed to the abdominal artificial blood vessel by opening abdomen. Relayplus was intended to implant just below lcca, but it was migrated about 15mm towards distal direction with blood flow. Therefore, another stentgraft (gore: tag; (B)(4)) was additionally inserted just below lcca. As planned, one more gore stentgraft (gore: tag; (B)(4)) was implanted at the distal portion. Balloon touch-up was performed entirely. Endoleak was not confirmed. During closing abdomen, a difficulty was encountered on stopping bleeding where adhesiolysis was performed. When the patient was awake from anesthesia, incomplete paralysis on right leg and complete paralysis on left leg were confirmed. Spinal drainage was performed. The patient underwent re-opening abdomen (unknown when) because intestinal obstruction was suspected; however, no abnormality was found. As of (B)(6) 2017 (jll sales rep received all information), paralysis on right leg is slightly improved, but left leg is still in complete paralysis. Due to respiratory problem, the patient is still admitted to ICU. Physician's comment: paralysis could be due to the covered area (length) by stentgrafts and low blood pressure during suturing. (The position of artery of adamkiewicz is not identified, so it is unknown if adamkiewicz is actually covered or not.)" Patient outcome: "(B)(6) 2017, when the patient was awake from anesthesia, incomplete paralysis on right leg and complete paralysis on left leg was confirmed. Spinal drainage was performed. As of (B)(6) 2017, paralysis on right leg is slightly improved, but left leg is still in complete paralysis. Due to respiratory problem, the patient has been admitted to ICU."

Event description:
"[Summary]: incomplete paralysis on right leg and complete paralysis on left leg right after tevar. [Description / sequence of events] (B)(6) 2017: tevar was performed for the patient who has a history of abdominal artificial blood vessel replacement. Bypass surgery of the left common carotid artery (lcca) to the left subclavian artery (lsca) was performed first. Relayplus was then inserted from conduit (diameter 10mm) which was anastomosed to the abdominal artificial blood vessel by opening abdomen. Relayplus was intended to implant just below lcca, but it was migrated about 15mm towards distal direction with blood flow. Therefore, another stentgraft (gore: tag; (b)4)) was additionally inserted just below lcca. As planned, one more gore stentgraft (gore: tag; (B)(4)) was implanted at the distal portion. Balloon touch-up was performed entirely. Endoleak was not confirmed. During closing abdomen, a difficulty was encountered on stopping bleeding where adhesiolysis was performed. When the patient was awake from anesthesia, incomplete paralysis on right leg and complete paralysis on left leg were confirmed. Spinal drainage was performed. The patient underwent re-opening abdomen (unknown when) because intestinal obstruction was suspected; however, no abnormality was found. As of 9/12/2017 ((B)(4) sales rep received all information), paralysis on right leg is slightly improved, but left leg is still in complete paralysis. Due to respiratory problem, the patient is still admitted to ICU. Physician's comment: paralysis could be due to the covered area (length) by stentgrafts and low blood pressure during suturing. (The position of artery of adamkiewicz is not identified, so it is unknown if adamkiewicz is actually covered or not)." Patient outcome: "(B)(6) 2017, when the patient was awake from anesthesia, incomplete paralysis on right leg and complete paralysis on left leg was confirmed. Spinal drainage was performed. As of (B)(6) 2017, paralysis on right leg is slightly improved, but left leg is still in complete paralysis. Due to respiratory problem, the patient has been admitted to ICU."